Manufacturer narrative:
Report date: 07feb2019. Date rec'd by MFR: 05feb2019. Serial number of the ventilator was provided: (B)(4). Correction: the se has not replaced the flow sensor as the customer has not accepted the repair/service quote. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01feb2019. (B)(4). The service engineer (se) inspected the device and replaced the flow sensor.

Event description:
It was reported that the ventilators flow sensor failed during preventative maintenance. No patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 11mar2019, date rec¿d by MFR : 06mar2019. The gas delivery system(gds) and flow sensor were replaced to address the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 16may2019. A gas delivery system (gds) assembly was returned for analysis. A visual inspection of the returned component was performed and found the data acquisition (da) board and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) on the airflow sensor board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.